Event description:
It was reported that the customer experienced repeat scan errors when attempting to scan a freestyle libre 3 plus cgm with the ilet system, consistent with an intermittent communication failure associated with the antenna/electrical interface, and the issue resolved after deleting and reinstalling the ilet mobile app, after which scanning succeeded and a glucose value of 146 displayed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna/electrical and magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.